Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective therapy with their cervical system. Diagnostics indicated high impedances on the lead. Additionally, patient is experiencing pain at the ipg site. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein the lead and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.